Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that "two of the wires (had) looked a little problematic." A review of the device registration system revealed two pacing leads had been explanted about 14 years earlier. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported by the physician's office that the leads - as well as the competitor implantable pulse generator (ipg) - had been explanted due to an infection. No further patient complications have been reported as a result of this event.